Event description:
Per op report: the pt has an unusual anatomy where pt's annulus is displaced towards the apex of the heart with the posterior portion of pt's annulus rotated towards the apex and the anterior more towards the right lateral border. Due to this fact, when the mitral valve was explanted due to pv leak, it was necessary to also explant the aortic valve. The valve was replaced with 23aj-501.